Manufacturer narrative:
At this time no conclusions can be made to the extent of which the bard/davol ventralex mesh may have caused or contributed to the reported event. The cause of the patient's postoperative complications cannot be determined. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
It is alleged by the patient's attorney that the patient underwent surgery for implant of an bard/davol ventralex mesh on (B)(6) 2016. It is alleged that the patient had unspecified injuries. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."